Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Leak noted at insertion site. Device found to be cracked when removed.

Manufacturer narrative:
The 2.6f vascu PICC was returned for evaluation with the securement device attached. Visual inspection confirms the complaint as a burst in the lumen can be seen approximately 2.5 cm distal to the hub. The burst is lengthwise approximately 0.4 cm long. The contract manufacturer conducted a review of the manufacture records for the lot number reported. Their investigation revealed the device was manufactured and inspected according to specification with no non-conformances or abnormalities. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. Without an evaluation of the device a root cause cannot be determined. Excessive external pressure applied to the lumen may be a contributing cause for this type of failure. The instructions for use (IFU) include warnings and parameters for infusion equipment and bolus injections to avoid excessive pressures. If resistance is encountered to aspirating or flushing, the lumen may be partially or completely occluded. Do not flush against resistance.